Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a power source alert occurred when attempting to charge the pump. Customer's blood glucose level was 126-127 mg/dl. During a follow-up, it was confirmed that the alert was cleared and pump began to charge successfully.